Event description:
It was reported that left hip revision surgery was performed due to elevated cobalt and chromium levels and trunnionosis.

Manufacturer narrative:
It was reported that left hip revision surgery was performed. During the revision, the femoral head and modular sleeve were removed. The acetabular cup and synergy stem remained implanted. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. A review of the complaint history for the head / cup / sleeve / stem was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified for the head and stem. Similar complaints have been identified for the cup and sleeve this will continue to be monitored. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. It was also confirmed that all devices were sterilised. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event. The available medical documents were reviewed. The root cause of the reported irrigation and debridement, head-liner exchange is due to the periprosthetic hip infection, which was stated by the surgeon, the result of the patient¿s colovesical fistula, which likely seeded his hip joint resulting in an e.coli infection. Additionally, the purulence that was noted intraoperatively was also likely a result of the infection. The noted trunnionosis and corrosion of the femoral head may be consistent with findings associated with metal debris. However, without complete supporting medical documents and lab reports and analysis of the explanted devices, a thorough investigation cannot be performed. Therefore, it cannot be concluded that the revision was due to a mal-performance of the implant. The patient¿s current condition is unknown.